Event description:
It was reported that externalized conductors were observed via fluoroscopy. No electrical anomalies were detected. Lead remains implanted.

Event description:
New information received notes that the lead was capped and replaced.